Manufacturer narrative:
Customer reported that a pyxis medstation es system drawer failed to release. A field service technician reported that during investigation a liquid spill was observed. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service engineer evaluated the device and reported a strong electrical smell emanating from the device. The field service engineer identified that matrix drawer five and six controller boards were damaged. The field service engineer determined that a liquid spill was the cause. The field service engineer dried up residual water and disconnected the station from power source. Complaint file has been escalated to a product support engineer.

Event description:
Customer reported that a pyxis medstation es system drawer failed to release. A field service technician reported that during investigation a liquid spill was observed. Patient involvement was not reported. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis medstation es system drawer failed to release. A field service technician reported that during investigation a liquid spill was observed. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-oct-2020 to 24-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered on, and a strong smell of electrical burn was present. The field service engineer turned off the power station and removed the back panel to examine the rear of the drawers. A the field service engineer discovered that matrix drawers 5 and 6 had burned controller boards and part of the ribbon cable, along with dried residual water, which resulted in the station being disconnected from its power supply. The field service engineer escalated the situation to the product service engineer, as the device appeared to be water damaged. According to the product service engineer, as outlined in ka 000005341, devices that have sustained water damage must be replaced under the "customer responsibility service swap" policy.